Event description:
It was reported that during the surgical procedure, the customer experienced unrecoverable 23015 system error code. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with the endoscopic camera manipulator (ecm). The system was eapaired by replacing the affected ecm. The ecm was returned to isi for failure analysis investigation. Engineering discovered that the motor encoder assemblies had malfunctioned on two axes, thus generating the system errors experienced by the customer. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The procedure was converted to open surgical techniques to complete the planned procedure. As of july 19, 2006, there have been no reported recurrences of the issue at this hospital.